Event description:
A patient being treated for a left femur fracture was implanted with a plate and 4 screws on (B)(6) 2013. It was reported that approximately 2 months post implant two screws were noted as broken and patient went to nonunion. The patient was returned to the o.r. On (B)(6) 2013 for removal of hardware and unknown revision. This report is on two unknown screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. This report is for unknown screws, quantity of 2. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.